Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h9. The previous correction number was submitted in error, and should be considered redacted information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed. Two attempts to deploy the valve were made and the valve would not fully expand. A second bav was performed, the valve was deployed and incomplete expansion occurred. Due to the heavy calcification of the native valve¿s leaflets, the valve dislodged. An angiogram showed that the right coronary artery (rca) was not filling and was possibly occluded by the valve. A dissection was thought to have occurred and an aortic valve replacement (avr) was performed with a non-medtronic valve. Upon visual inspection during the avr, it was verified that no dissection had occurred. Surgery found the coronaries were perfusing and no coronary bypass was required. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Two attempts were made to deploy the valve, but the valve would not expand fully. Despite performing a second bav (initial bav was performed pre-implant), the valve was deployed with incomplete expansion. Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). It was also reported that the valve dislodged because there was heavy calcification on the native valve¿s leaflets. Potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this case, it is probable that the patient¿s anatomy played a role in affecting the frame expansion and valve dislodgement as it was reported that there was heavy calcification of the native valve. However, without a review of the complete procedural imaging, an assignable root cause for the reported issues cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.